Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device screen is drifting. The user notes the "screen will not stay on the spot." The device was not in use on a patient at the time of the event; therefore, no patient or user health consequences or impact occurred.